Event description:
Device forming straight shots. Found during test fire.

Manufacturer narrative:
The subject product is in the process of being evaluated. We will submit a follow up report upon completion of evaluation.